Event description:
The physician attempted to advance the silverhawk through a highly calcified lesion. One pass was completed before shaving the lesion, and when the physician removed the catheter to perform an angio gram the tip was missing. The physician attempted to snare the tip but the tip became dislodged from the snare and went into an already occluded posterior tibial artery. The physician completed the procedure with the balloon pta and left the tip in the occluded artery. Patient reported fine.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because no lot number was provided.